Manufacturer narrative:
D10 concomitant product: abstack30, abstack30 abs fixation device 30 tacks (lot#n4d2065y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic ventral hernia repair, approximately 10 tacks were deployed before the tacker stopped firing and additional tacks could not be deployed. A second tacker was opened but had the same issue. Another tacker was used to complete the case. The event led to tissue loss and the surgical time was extended by more than thirty minutes. The patient¿s hospitalization was also extended by five days.